Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune reaction") in a 29-year-old female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty to place essure" in (B)(6) 2012, device ineffective "device ineffective" and device ineffective "device ineffective". The patient's concurrent conditions included anemia since 2017, overweight, gravida I and parity 1 ((B)(6) 2012). Concomitant products included nsaid's since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and coagulopathy ("pregnancy (with complications) still pregnant; blood is thin"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with iron and surgery (underwent removal of the device due to complications from the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, autoimmune disorder, infection, hypersensitivity, menstrual disorder, coagulopathy, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia and weight increased outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, autoimmune disorder, coagulopathy, depression, dyspareunia, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she has been pregnant. Total number of pregnancy 1. Total number of live births: 1 ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and medical records received. Events added from pfs- pregnancy, pregnancy (with complications) still pregnant; blood is thin, device ineffective, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, dyspareunia (painful sexual intercourse), weight gain / loss specify which one: weight gain, had difficulty to place essure. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), pregnancy with contraceptive device ("pregnancy") and autoimmune disorder ("autoimmune reaction") in a 29-year-old female patient (gravida 1, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had difficulty to place essure" in (B)(6) 2012, device ineffective "device ineffective" and device ineffective "device ineffective". The patient's concurrent conditions included anemia since 2017, overweight, gravida I and parity 1 ((B)(6) 2012). Concomitant products included nsaid's since 2012 and paracetamol (acetaminophen) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding") and coagulopathy ("pregnancy (with complications) still pregnant; blood is thin"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with iron and surgery (underwent removal of the device due to complications from the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, autoimmune disorder, infection, hypersensitivity, menstrual disorder, coagulopathy, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dyspareunia and weight increased outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, autoimmune disorder, coagulopathy, depression, dyspareunia, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she has been pregnant. Total number of pregnancy 1. Total number of live births: 1 ((B)(6) 2012). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery to remove the devices . At the time of the report, the pelvic pain, autoimmune disorder, infection, hypersensitivity and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, hypersensitivity, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.